Manufacturer narrative:
The returned s-ICD was analyzed and a review of the device memory revealed no system errors and that the power consumption had been gradually increasing over time. A higher than normal current drain was observed during testing. Comprehensive electrical testing isolated the high current condition to a degraded low voltage capacitor. Testing confirmed the compromised capacitor caused a high current drain condition. Based on the extensive testing performed, engineers concluded that the leakage characteristics of this compromised capacitor were caused by exposure to hydrogen gas within the pulse generator case.

Event description:
It was reported that the battery level of this device was 17% three years post implant. An analysis via remote monitoring data was requested. Premature battery depletion was alleged. A review by technical services (ts) and engineering noted that the device was showing unexpected behavior and should be explanted and returned. Ts noted that the replacement window for this device was twenty eight days. Additional information noted that the device was explanted and returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that the battery level of this device was 17% three years post implant. An analysis via remote monitoring data was requested. Premature battery depletion was alleged. A review by technical services (ts) and engineering noted that the device was showing unexpected behavior and should be explanted and returned. Ts noted that the replacement window for this device was twenty eight days. No adverse patient effects were reported. Additional information noted that the device was explanted and will be returned.

Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that the battery level of this device was 17% three years post implant. An analysis via remote monitoring data was requested. Premature battery depletion was alleged. A review by technical services (ts) and engineering noted that the device was showing unexpected behavior and should be explanted and returned. Ts noted that the replacement window for this device was twenty eight days. No adverse patient effects were reported.